Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that one farastar generator was selected for being used, however, error 301 appeared. The procedure was terminated without additional treatment and no repeat procedure was planned unless recurrence was observed during follow-up. Pulmonary vein isolation was completed, but posterior wall isolation could not be achieved. No touch-up was used, and the procedure was completed with only pulmonary vein isolation. The ablation performed in the left atrium, pulmonary veins. This event is being reported for aborted/cancelled procedure with a patient under sedation.